Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is possible that the foreign material couldn't be removed since it could not be properly reprocessed due to leakage from the video cable. It isn't waterproof due to a perforation of the video cable. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that prevention method in gif/cf/pcf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device residual fluid and foreign substances coming from the suction cylinder. The procedure was finished with a similar device. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.